Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Good faith efforts (gfe) attempts were made to the customer requesting relevant data, and the customer reported that there was no repair required and that the iabp unit was cleared for clinical use. The customer had also spoken with their service representative, and switched the batteries around and everything was working fine. The customer also reported that the service representative explained that one battery will charge prior to the other. Batteries charged fine in the shop. (B)(6).

Event description:
It was reported that while a getinge service representative was doing a battery review for the cardiosave intra-aortic balloon pump (iabp), it was noted that one of the two batteries would only charge to 4 lights and then would quit charging. Clinical nurse specialist and nurse educator were there for the review. The iabp was taken to the biomed . The problem was explained and the biomed stated that he would contact service if needed. There was no patient involvement, and no adverse event reported.